Manufacturer narrative:
Concomitant medical product: a3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on current electrograms (egm) on the right ventricular (rv) lead. Intermittent undersensing on the right atrial (ra) lead was also noted. Both leads remain in use. No patient complications have been reported as a result of this event.